Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having discomfort at the pocket site when she sits down and that she was having shocking every 5 seconds which occurred irregularly and was not related to any body movement. The patient was experiencing nausea and vomiting. The stimulator was at high settings. The patient recently had an emergency room visit. The patient's symptoms were worse during her menstruation cycle. The patient did not want the device turned off or turned down. Per the patient, the hcp was considering removing the device if she was not happy with the therapy results. It was noted that there were many issues surrounding the patient, not further specified. Additional information was requested.